Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the "check battery" alarm which was found during evaluation. The q5 of the backflex showed signs of excessive heat and was partially lifted from the backflex. The processor shielding was also damaged from this excessive heat and the rear case showed blistering. The processor printed circuit board (pcb), shielding, and rear case assembly were replaced.

Event description:
During baxter's evaluation of a spectrum pump, it displayed a battery alert message. There was no patient involvement.